Event description:
Neonate was very o2 unstable(more than 50 red-alarms/hour). The neonate required emergency treatment to prevent serious injury. The customer expressed concern over the alarms.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.